Event description:
It was reported that the pt had been experiencing nausea for the past two months. The neurostimulator stopped working. An x-ray confirmed that there was no lead fracture. Additional information has been requested.

Event description:
Customer reportedly received the following results on the inform system using comfort curve strips within 10 minutes: 355 mg/dl, 99 mg/dl, 369 mg/dl, and 98 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.